Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump (iabp) lithium ion battery was defective. Getinge field service engineer discovered that the led lamp on the lithium ion battery was not lighting properly. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 the fse reported that third (3) led lamp on the battery was not lighting up. Battery was replaced. There was no patient involvement reported. There were no other malfunctions with the unit. After the replacement the unit passed all functional and safety tests.